Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were found to be greater than 3000 ohms. The rv lead and associated implanted device remain in service. No adverse patient effects were reported.